Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017, stating that r waves have decreased from 4.5mv at last check, and today is 2.4mv, lowest has been 1.7mv. Sensitivity is at 2.5mv.rv paced and 82% since last check was approximately a year ago. Thge following physician was dr. (B)(6), at (B)(6) medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).